Event description:
During right shoulder arthroscopy tip of stryker dri - lok cannula, 5.0 mm x 75 mm non-threaded broke off in shoulder. This was visualized on the monitor. Wound was flushed extensively and tip not visualized again. Unknown if tip was removed during suction of the arthroscopy fluid or remains in shoulder.